Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00724, 2017865-2021-00781. It was reported the patient presented with a non-healing wound. Upon further inspection it was observed there was a pocket infection. There was vegetation seen on the leads. The system was explanted. The patient was stable.

Manufacturer narrative:
Visual analysis completed. No device problem found.